Manufacturer narrative:
Sientra complaint: (B)(4). Sientra requests to void this report because additional information was received from the health care provider that this was not the affected serial number and only the contralateral. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade unknown.